Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not open, lift and shift would not work. In trouble shooting used the yellow button and the memory button to open the system. The system opened but would not close still or lift and shift. They restarted the system a couple times as well with no resolution. There was no patient involvement. Additional information received stating that it seemed to be an issue with the wiring within the imaging system.

Manufacturer narrative:
H3: the manufacturer representative went to the site to test the imaging system. The system check was good. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.